Event description:
Caller reported a malfunction on the pump, specifically noting a malfunction code labeled as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump successfully, with no recurrence of the malfunction code afterward. The customer was informed to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.